Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included back pain, increased appetite, vaginal itching and appendicitis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel/nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss") and chest pain ("chest pain") and was found to have weight increased ("weight gain"). In 2011, the patient experienced urinary tract infection ("infection type: uti"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, menorrhagia, urinary tract infection, urticaria, migraine, headache, nausea, tooth disorder, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, alopecia and chest pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, chest pain, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 169lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received: event added- device monitoring procedure not performed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, increased appetite and vaginal itching. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss"), chest pain ("chest pain"), back pain ("back pain"), abdominal pain ("abdomen pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). In 2011, the patient experienced urinary tract infection ("infection type: uti"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: nickel/nickel allergy") and tooth disorder ("dental problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, urticaria, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, alopecia, chest pain, back pain, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, chest pain, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-jul-2019: pfs and mr received. Previously reported event injury was replaced with events from pfs, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel, infection type: uti, rashes or skin conditions type: hives, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems, fatigue, perforation (uterus), weight gain, hair loss, chest pain, back pain, abdomen pain, pelvic pain. Outcome of the events updated to resolved. Essure dates updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.